Manufacturer narrative:
The tech found hydraulic fluid filled the valve guide tube which prevented the valve from opening. The tech cleaned the fluid from the guide tube to repair the bed.

Event description:
Info received indicates the bed will not come out of trendelenburg.